Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient with trace dlk on both eyes. Patient was treated with predforte. Patient is asymptomatic. No loss of best corrected visual acuity.

Manufacturer narrative:
Evaluation, conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The customer does not think the intralase is causing the dlk cases. The cause of the dlk is unknown. The clinic reported this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.